Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the complaint was confirmed in the pump history but not duplicated during testing. The review of the black box data showed evidence of cs-078-0008 alarms. The pump was returned with visible moisture in the display lens. An ezprime and 24 hour duration tests were successfully completed with no call service alarms being duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. A leak test failed due to a battery compartment crack. The pump case was removed and evidence of internal moisture was observed in the pump.